Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection and erosion occurred. The implantable pulse generator (ipg) system was explanted. Cultures were taken and treatment with antibiotics were necessary. No further patient complications have been reported as a result of this event.